Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that the bolus button cover and plug are detached from the pump. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Investigators observed contamination on internal components of bolus button. Investigators were unable to obtain an audible alarm reading because of damaged bolus button.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter stated that the audio bolus button was torn 3 weeks ago with no button responsiveness issue . The patient jumped into the pool and now the keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.